Event description:
It was reported that the device arrived damaged. Discovered upon opening, no injury, lot number unknown

Manufacturer narrative:
Device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown h6: event problem and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual inspection found no damage / broken tube of connections were detected. Complaint is not confirmed. No other analysis was performed device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).